Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal cap was confirmed to be bent at the proximal end and show of burnt on detritus. The fiber proximal to the metal cap was found to rotate independently, likely the result of a fiber/glass cap fracture beneath the metal cap. Devitrification of the glass cap output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap conditions may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip bent and decreased tissue vaporization efficiency was observed at 378,235 joules of use. The procedure was completed using a second fiber. There was no patient injury reported.